Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 alarm. A review of the event history log identified two occurrences of 'system error 345' messages. The ultrasonic sensor was replaced to correct this condition. A review of the service history record indicates the device has been serviced for the same reported problem within the last twelve months. During the prior servicing the ultrasonic sensor was replaced and all required service actions were completed at that time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred in the biomed service department. There was no patient involvement. No additional information is available.